Event description:
Healthcare professional (hcp) reported a home pt with a pump segment tubing leak. Per the hcp, this was the third time this set was being used for treatment. The hcp, noted there was no pt injury or medical intervention associated with this incident.